Manufacturer narrative:
Internal complaint reference: (B)(4). H10 h3, h6: this complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during recurrent shoulder dislocations procedure, when the shaft of the q-fix was inserted into the bone hole and the deployment knob was turned all the way, the anchor was not formed and fell out. The suture anchor did not become rounded and came out from the shaft still in the same formation as when it was loaded. The procedure was successfully completed with a delay of 5 minutes using a smith and nephew back up device. The back up device was used in a new hole. There was a void left in the patient. No further complications were reported.